Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported issue. No parts will be returned to the manufacturer for evaluation. The operator mode setting on the roller pump is 3/8. The fsr ran the roller pump with tubing for thirty minutes, occluding and unoccluding the pump and the roller pump never displayed any error messages. Corrective maintenance/inspection was completed successfully. The roller pump operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a "belt slip" error message on the roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully .there were no delays, no blood loss, or no adverse consequences to the patient.